Manufacturer narrative:
(B)(4). The product is available to return but in biomet (B)(4) orthopaedics has not been received it yet. Medical associated products: associated item number# 183108 item name van ps open intl fem-rt 65 lot # 418580. Associated item number# 183740 item name vngd ps+ tib brg 10x71/75mm lot # 060500. Associated item number# 184786 item name series a pat thn 34 3 peg lot # 16990. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. The product has not yet been received.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2009. Subsequently, the patient was revised due to loosening on (B)(6) 2018. Only tibia was revised.